Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The introducer did not peel along the score lines. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned without the dilator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure for a pacing lead, the handle of the introducer snapped off. The sheath had to be cut away rather than splitting. No patient complications have been reported as a result of this event.